Event description:
This report is in regard to the pump head me26. During set-up, when priming, the fins of the pumphead appeared disconnected and free floating from the pumphead. No forward flow was achieved when the pump was activated. The me 26 was sternally cut out of the circuit and replaced with the md08.